Manufacturer narrative:
Follow-up with the hosp indicated that the device is not available for eval.

Event description:
It was reported that the balloon inflated and would not deflate during use. Reportedly, during removal part of the internal mammary artery lumen was pulled out with the balloon.